Event description:
It was reported that the transmitter unpaired itself. Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth pairing test was performed and passed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).